Manufacturer narrative:
After battery installation unit gave an unexpected white solid lcd with horizontal and vertical lines of pixels and blank display due to broken traces on the lcd glass between the lcd controller and lcd image area. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump received with minor scratched lcd window and case. The insulin pump received with stained serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer stated nothing appeared on display window. The customer's blood glucose was unknown.